Manufacturer narrative:
Event summary: visual inspection of balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for twelve injections. Dissection and pressure test revealed a guide wire lumen kink and breach at 1.42 inches from the tip inside the balloons. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.